Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeves of the clave secondary ports remained in the depressed position. On unspecified dates, the primary tubing sets were being used to delivery unspecified rates, via plum pumps. At unspecified times, the male adapters of unspecified secondary tubing sets were connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified lengths of time, the pumps alarmed for proximal occlusion. At this time, the nurses disconnected the secondary tubing sets from the clave secondary ports and the silicone sleeves of the clave secondary port remained in the depressed position. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.